Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2020, a valve in valve procedure was performed due to a center leak from the valve observed on echocardiogram; a tear on the rcc stent post is suspected. A competitor's valve was implanted within the trifecta valve. The patient is reported to be in stable condition.

Manufacturer narrative:
An event of a leak from the center of the valve and a suspected tear was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.